Event description:
It was reported that the radiopaque marker on the microcatheter was missing. The reported issue was noticed when the device package was opened. There were no clinical consequences to the patient.

Manufacturer narrative:
Review of the device history records confirmed that the device met all material, assembly and performance specifications when released. Analysis of the returned device revealed that the distal end of the microcatheter was broken/fractured and was also stretched. Visual inspection showed that the distal end appeared to be cut off and frayed. A patency mandrel could not be advanced past the stretched section of the microcatheter during performance testing. Based on available information, it is likely that the catheter shaft became stretched during the clinical procedure due to procedural factors which caused the friction during analysis. The proximal marker band was observed to be present on the microcatheter. It is probable that the physician mistook the proximal maker for the distal marker as the distal marker had been on the part of the distal end of the microcatheter that was broken/fractured (cut). Based on the available information, the cause of the reported event could not be determined.

Event description:
It was reported that the radiopaque marker on the microcatheter was missing. The reported issue was noticed when the device package was opened. There were no clinical consequences to the patient.